Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm checked the o-ring for damages, reapplied lubricant to the o-ring and fitting, additionally the stm retightened the helium line fitting connections. The stm observed that the nylon balloon port filling was too loose and it was believed to be the probable cause of the leak; to address this issue the pneumatic interface module was replaced. The stm reported that the monitor helium pressure and pressure appeared stable. The stm additionally replaced the helium tank and seal as a courtesy to the customer¿s rapid helium lose. During testing of the fiber optic tester connection, the stm discovered that it was not locking into place in the socket. The fiber optic waveform was not registering and output was too high. To fix this issue the stm replaced the fiber optic connector. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while training a helium leak occurred on a cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.